Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and verified that the unit displayed "internal communication error", loss of waveforms and stopped pumping. In addition, the stm observed multiple fault code 53 in the diagnostic fault log., and that this is the third unit with this issue. The stm also advised that the nurse stated that the system was plugged into the data capture directly. Since this is the third iabp with this issue occurring on the same patient, the stm forwarded the fault logs to manufacturer's factory for evaluation and investigation. The stm then verified that the iabp was fully calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed ¿internal communication error¿ and shut down. The iabp was rebooted and restarted multiple times; however, the iabp would no longer restart at all, and was switched out for another console. The customer has reported two other pumps that have been reported in the past 48 hrs for the same behavior on the same patient. No adverse event was reported.